Manufacturer narrative:
Product analysis found that unit presented with dead batteries, a defective main pcba, missing spare fuses with a torn spare fuse decal, a chipped lid with a torn decal, and a missing outer shroud. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre op patient interface box was not connecting wirelessly. It was just showing the connection spinning circle. Site docked the pi with wired connection and application displayed software needed to be updated. Site attempted to update software but application displayed software failed. Site attempted to update one more time with no success. After 2nd software attempt, pi box would not come on or detected as being connected in the application. Troubleshooting was done by changing fuses, by rebooting the patient interface box wired and in the docking station which did not resolve the problem. The other patient interface box works fine as designed. Another nim vital was used with different patient interface. There was no patient involved.